Event description:
A user facility reported to olympus, that during routine inspection of the high-definition lcd monitor, the monitor was not switching on or not working. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, monitor not powering on due to a faulty power supply, broken power switch bracket, and cracked on bezel plate. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device does not power on due to a faulty power supply. The specific root cause of the faulty power supple could not be determined at this time. Olympus will continue to monitor field performance for this device.